Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and more frequent charging of the implantable pulse generator (ipg). High impedance readings were discovered on several contacts of the thoracic leads. Therefore, the patient was hospitalized and underwent a revision procedure during which the scs system was explanted and replaced with a new ipg and two new leads. The patient has been discharged from the hospital and has recovered postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2024. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16208672; product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 15621589.